Event description:
This report is in response to a facility medwatch forwarded by the FDA. It was reported that during the procedure, the pt's left leg was swollen near the incision site. The tubing was replaced and the procedure was completed without incident. The facility medwatch stated there is no additional info available for this incident. This device is used for treatment.

Manufacturer narrative:
The facility medwatch report was received at arthrex approx six months after the date it was initially reported to the FDA. Review of the device history records revealed nothing relevant to this event. The pump tubing used was not returned and the complainant's event could not be confirmed. The cause of the event could not be determined without evaluation of the tubing. Arthrex continued to request info and through a local rep found that the facility's risk mgmt has chosen not to release the tubing involved for eval. The rep also reported that the pump involved has been in service with no issues since the event over six months ago. If other significant info is received, a follow up report will be submitted. Further pt info was requested without success. A review of similar incidents reported to arthrex indicates the cause is typically related to the set up of the pump and tubing not conforming to instructions provided. The operator's manual for the pump and a troubleshooting guide provided with each pump and tubing set, clearly outlines the proper set up procedure and sufficiently warns the user of the potential consequences (extravasation) if the directions are not followed.